Manufacturer narrative:
Age: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Event date: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Other applicable components are: product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, lot# unknown, product type: extension; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator.

Event description:
Fytagoridis, a., heard, t., samuelsson, j., zsigmond, p., jiltsova, e., skyrman, s., skoglund, t., coyne, t., silburn, p., blomstedt, p. Surgical replacement of implantable pulse generators in deep brain stimulation: adverse events and risk factors in a multicenter cohort. Stereotactic and functional neurosurgery. 2016. 94(4):235-239. Doi: 10.1159/000447521. Summary: deep brain stimulation (dbs) is a growing treatment modality, and most dbs systems require replacement of the implantable pulse generator (ipg) every few years. The literature regarding the potential impact of adverse events of ipg replacement on the longevity of dbs treatments is rather scarce. Reported events: four patients with deep brain stimulation (dbs) experienced erosion despite having undergone a surgical revision to try and prevent the implantable neurostimulator (ins) from breaking through the skin, and which eventually led to a major infection. As a result the device was explanted. It was reported that 18 of 28 patients included in the study who developed major infections were treat successfully by removal of the ins and extensions, followed by reimplantation after 2-12 months. Seven of 28 patients required permanent complete removal of the dbs hardware. Three patients underwent complete system removal but were eventually reimplanted. It remains unclear which interventions correspond with which events. One patient with dbs experienced erosion of the ins through the skin that eventually led to a major infection. As a result the device was explanted. It was reported that 18 of 28 patients included in the study who developed major infections were treat successfully by removal of the ins and extensions, followed by reimplantation after 2-12 months. Seven of 28 patients required permanent complete removal of the dbs hardware. Three patients underwent complete system removal but were eventually reimplanted. It remains unclear which interventions correspond with which events. Two patients with dbs experienced a major device infection post-implant that was salvaged by antibiotic treatment alone. Twenty-three patients with dbs experienced a major device infection post-implant. It was reported that 18 of 28 patients included in the study who developed major infections were treat successfully by removal of the ins and extensions, followed by reimplantation after 2-12 months. Seven of 28 patients required permanent complete removal of the dbs hardware. Three patients underwent complete system removal but were eventually reimplanted. It remains unclear which interventions correspond with which events. Seven patients with dbs experienced superficial infections with only local erythema around the ins incision and without signs deep infection. These infections were successfully treated with oral antibiotic therapy for 10-24 days. One patient with dbs experienced emaciation or thinning of the skin over the ins without infection that resulted in 3 different surgeries to revise the ins or relocation of the ins and extension within one year. Two patients with dbs experienced emaciation or thinning of the skin over the ins without infection that resulted in surgery to revise the ins or relocation of the ins and extension. Two patients with dbs experienced local hematomas after ins replacement, which were evacuated. One patient with dbs experienced rapid battery depletion that resulted in replacement of the "malfunctioning [ins]". One patient with dbs sustained damage to their extension cables during a surgical procedure that necessitated device replacement. Two patients with dbs experienced unspecified noninfectious adverse events that resulted in surgical revision or device removal. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.